Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has been alarming no delivery. They contacted the educator who advised to rewind and change the site. The customer had changed the infusion set 4 times and changed the battery and was still receiving no delivery alarms. They called the doctor and the doctor only advised to get a new insulin pump. Mother was advised to connect a new infusion set and call back. Customer's mother called back later and stated that the customer was in diabetic ketoacidosis. Blood glucose value is unknown. Troubleshooting was done with the educator and insulin did exit the tubing but when the customer reconnected, it alarmed again. The customer would be getting the infusion sets replaced.